Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patients seizures began to exasperated while an align product was being used.

Event description:
The patient reported symptoms of trismus (locked jaw), spasmodic seizures, facial cramps, loss of speech, and seizures that caused tachycardia. These symptoms occurred at the same time, each lasting between 1-4 hours, occurring at various times of the day, and increasing in severity over the 4-week period the patient was wearing the aligners. The patient reported having visited a general physician and neurologist due to the reported symptoms. The patient indicated being prescribed a muscle relaxant (unspecified type) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019, and the patient is currently asymptomatic.